Event description:
The customer reported via phone call that the insulin pump frequently had either no response or an intermittent response by button press on all buttons. Customer's blood glucose was 164 mg/dl. The insulin pump was not dropped or exposed to moisture. The issue occurred during normal use. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to flattened button dome switch. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.